Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient reported they were advised to have another surgery because their implants would break in about two weeks, following a visit to the emergency room. Patient later confirmed rupture diagnosed by ultrasound. This record relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported they were advised to have another surgery because their implants would break in about two weeks, following a visit to the emergency room. Patient later confirmed rupture diagnosed by ultrasound. This record relates to the left side. Device has been explanted.

Event description:
Patient reported left side "a part of physical pain this situation has caused me quite serious and very important damage in my life and psychological distress".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "broken devices". Device remains implanted.

Manufacturer narrative:
Medical report has further confirmed the reported event of rupture was the result of a traumatic incident and not device related. Hence rupture is being unreported.

Event description:
Patient additionally reported left side "small amount of seroma" and "cytopathology and histopathology results show foreign body reaction and silicone particles in the left axillae." Medical report has further confirmed the reported event of rupture was the result of a traumatic incident and not device related.